Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 9) occurred with multiple cartridges. Reportedly, the customer stated that the cartridges were not overfilled. There was no reported impact to blood glucose. Customer reverted to manual injections for insulin therapy.